Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device alarmed a hardware low level failure during self-test. The customer also reported a software error detected alarm and pump error alarm. Troubleshooting was not completed. The customer reported that they were experiencing low blood sugars, however, no value was provided. The customer's blood glucose on the day prior to the call was 250 mg/dl. The device will be returned for analysis.